Manufacturer narrative:
Evaluation summary: the condition of fail code 812:02 on channel a pump head module was confirmed. This fail code was cause by worn gears in the shuttle motor gearbox. The channel a pump head module was replaced. This issue has been addressed per baxter's field correction action.

Event description:
The facility returned the device for service. During service the baxter repair technician noted failure code 812:02 on channel a pump head module. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.